Event description:
It was reported that during a supply change with an inset 23-inch infusion set, the user advanced to the fill cannula screen and then lost that screen, after which customer care guided the user back to the fill cannula function, completed the step, and resumed insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included no reported alerts, alarms, or clinical impact. Investigation included phone-based troubleshooting and user education to restore proper workflow. Investigation of this case revealed use error related to navigating the supply change sequence, with no device malfunction observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error during the supply change process.